Event description:
Reporter alleged the blood glucose monitoring device "shorted" while being docked and there was blackening of the 3rd and 4th contacts from the right, reporter stated there was no melting however was unable to access the firmware version on the meter. Reporter indicated no patient or staff was impacted by the alleged event and there were no previous device concerns. Reporter stated cleaning and disinfecting was performed with alcohol swabs as needed. A request was made for the return of the suspect device and replacement product was sent.